Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product has been discarded and it is not expected to be returned for evaluation.

Event description:
It was reported the patient received the following results within 15 minutes: 22 mmol/l (system 1) and 6 mmol/l (system 2). Readings occurred with the same vial of test strips.